Manufacturer narrative:
The customer reported that the front case of the pc unit is being replaced because the keypad is defective was confirmed. Keypad lot #064048 all keys functioned with the exception of s6, 1, 4, 7, silence, clear. Keypad lot# 064079 all keys functioned with the exception of s3, s4, s6, s7, s8, s13, s14, 1,2,3,4,5,6,7,8,9, 0, clear, decimal, enter, cancel, silence, options. External and internal inspection was performed on (p/n tc10012515). During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection of the keypads, crack damage was observed on the keypad ribbon/traces. Fluid ingress was also observed on the keypad traces. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and completed through fi dir #10000356329, and bd has initiated a recall of the pcu keypad assembly in august of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. Bd recommends during the cleaning process do not allow the cleaner to collect on the instrument and not to use an oversaturated cloth. Be sure to squeeze out excess liquid. Review of the pcu sn (B)(6) service history record showed the device had a manufacture date of 10/29/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/18/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for the investigation.

Event description:
It was reported the front case is being replaced because of keypad failure. There were no patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the front case is being replaced because of keypad failure. There were no patient harm.